Manufacturer narrative:
Investigation summary: bd received one samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter on IV cannula and burred needle point with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. The root cause of the foreign matter on the IV cannula and shield is particles of the hub material coming from IV shields chipping hubs when being assembled at the IV shielder machine due to front guide plate at this machine being out of alignment. The particles of the chipped hubs were then transferred unto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when using the eclipse, there was white foreign matter found on the cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when using the eclipse, there was white foreign matter found on the cannula."